Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the tone check and vibrate check on the self test. No audio anomaly or vibrate anomaly was noted. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The occlusion test and excessive no delivery alarm tests could not be performed due to the prime anomaly. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to high blood glucose levels. Customer stated they had high blood glucose levels of 534 mg/dl and that the device may not be delivering insulin. Customer advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Device alarmed twice and the cannula was found to be bent. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.